Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-00959; related manufacturer report 1627487-2020-00961. It was reported that the implantable pulse generator was inoperable due to the device not being charged. Patient experienced ineffective stimulation and as a result did not charged the device. The device and leads were explanted. There were no complications during the procedure. Patient was stable.